Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose (bg) was 400-500mg/dl with slight ketones, polyuria, and excessive thirst and refusing carbohydrates. The patient was treated with the same vial of insulin. The patient's changes site, tubing and cartridge and there were no bent cannulas. The pump held correct time and basal settings were correct. The I:c, isf, bg target and insulin on board all were confirmed to be correct. Troubleshooting also indicated that the load step was working properly. There was no indication of a pump malfunction and the other complaint cannot be confirmed to be related to this event. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump history shows the last bolus and the last basal were delivered on (B)(6) 2012. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose (tdd); showing the pump was delivering accurately until the last date used. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. No defect found.